Event description:
Patient's mother advised that patient had pump alarm previously~ but changed tubing and it was fine. Mother did not call in at time of alarm, so date of event is unknown. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved. No further information, details, or dates available. Pulmonary arterial hypertension.